Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The returned device was given functional testing and found to function as per specifications. The pump's event history log was downloaded and examined; this showed an error 1720 message had occurred: this error can indicate an issue with the backup battery capacitor. The capacitor was replaced. The cause of the issue could not be definitely established.

Event description:
It was reported that the device gave error code 1720. No adverse effects to patient reported.